Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During routine follow up visit on (B)(6) 2014, the patient was found to have a midline mesh exposure. The patient underwent an elective procedure on (B)(6) 2014 for closure which was performed successfully and without complication. The patient was examined on (B)(6) 2014 and found to have no persistent erosion. Additional information has been requested.